Event description:
It was reported that a tritanium posterior lumbar cage fractured intra-operatively during insertion. It was further reported that the distal tip of the cage remained in the patient. The procedure was completed with a thirty second surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.